Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving two no delivery alarms during bolus. Customer also stated that his blood glucose reading was 410 mg/dl and has treated with a bolus. Through troubleshooting a bent cannula was noted. Customer's current blood glucose reading is 385 mg/dl. No further information reported.